Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The blood glucose levels were not reported. It was stated that prior to the hospitalization, the insulin pump gave an empty reservoir alarm but the customer did not change the reservoir. It was also stated that the date was off by a month, and the time was off by an hour on the insulin pump. Nothing further was reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.